Event description:
It was reported, lifepak 1000 device, "lp1000 will not turn on." In this state, the device may not be able to provide defibrillation therapy if needed.there was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control further evaluated the device and extensive water damage was discovered throughout the device. The root cause of the reported failure is water damage to multiple electrical components.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer device and verified the device will not turn. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported, lifepak 1000 device, "lp1000 will not turn on." In this state, the device may not be able to provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.